Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally the charger was resetting due to a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the defective power supply brick could not be positively identified. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that battery charger would not power.